Event description:
It was reported that removal difficulty was encountered with the balloon catheter. The 50% stenosed target lesion was located in an anterior tibial artery. A v-18, 300cm, 8cm poly tip guidewire was used with a 4x100mm sterling balloon catheter. However, when pulling out the wire, the resistance was felt and could not pull out the wire. The physician had to remove the guidewire with sterling balloon catheter as one unit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire was kinked approximately at 298 cm from the proximal end. The polymer jacket proximal end seemed to be damaged, the end was not uniform; the damaged section was located at the same point where the guidewire was kinked. The detached section of polymer jacket was not returned. No more visual damages were found in the device. Dimensional inspection of overall length, outer diameter of distal tip, middle of the device, and proximal section are within specification. A section of jacket was detached and not returned.

Event description:
It was reported that removal difficulty was encountered with the balloon catheter. The 50% stenosed target lesion was located in an anterior tibial artery. A v-18, 300cm, 8cm poly tip guidewire was used with a 4x100mm sterling balloon catheter. However, when pulling out the wire, the resistance was felt and could not pull out the wire. The physician had to remove the guidewire with sterling balloon catheter as one unit. The procedure was completed with another of the same device. No patient complications were reported.